Manufacturer narrative:
No product is being returned for evaluation. Reinforced surgical technique to customer.

Event description:
Sales rep. Reported that the surgeon had a patient who had a calaxo screw implanted about three months ago and is complaining of a post-op reaction/condition. The surgeon normally places the calaxo screws 3mm deep. It is unknown if the surgeon is planning any further surgery.